Manufacturer narrative:
Concomitant medical products: 6935m-55, lead, implanted: (B)(6) 2014, 4076-45, lead, implanted: (B)(6) 2008.

Event description:
It was reported that prior to a routine device change-out, the left ventricular lead impedance had been within the normal limits, but since the change-out, the impedance had been chronically lower and was triggering an alert. The health care professional requested information on how to turn off the alert, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.